Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection showed the product to be contaminated with blood and the disinfection process was performed. During functional leak testing on the dialysate side, a leak was observed due to a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 140h leaked dialysate outside of the header during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.